Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Model number/catalog number: 72400098. Serial number: n/a. Model/catalog description: control pump fgs. Model number/catalog number: 72400024. Serial number: n/a. Model/catalog description: balloon fgs 61-70 cm. Model number/catalog number: 72400160. Serial number: n/a. Model/catalog description: belt cuff fgs, 4.0 cm.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and cuff atrophy. As a result, the device was explanted and replaced. No further patient complications were reported.